Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report; 2017865-2022-21619; 2017865-2022-21620. It was reported that patient presented with pocket erosion and infection. The pacemaker and right ventricular lead were explanted. The right atrial lead could not be removed. The patient was to remain on anti-infection therapy for a week. The patient was stable.